Event description:
Event description guidant received information that the patient with this pacemaker went to the hospital due to a heart attack. While in the hospital there were two 5 second pauses with no pacing. Because of the heart attack the thresholds were increasing. The device was barely capturing at 5 volts.